Manufacturer narrative:
The drill was received by the u.s. MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered within the rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. Additionally, a cut was discovered in the power cord, which is a component of the motor assembly. A damaged motor assembly can also result in heat being generated, when the drill is operated. The motor assembly and rotor assembly were replaced, and add'l preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported by a MFR technical specialist, that the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.